Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: after use of the spray shield one pt got aches and pains after one day, another pt after two days. Pains lasted more than 24 hours, then the pains disappeared. Customer can only imagine, that the spray shield caused these pains.